Manufacturer narrative:
On previously submitted report, section addtl narrative/corrected data was incorrect, it should be- the manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. Customer was taking responsibility to repair the device.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. Customer was taking responsibility to repair the device.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.